Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3387s-40, lot# va0mlnr, implanted: (B)(6) 2014, product type: lead; product ID 3387s-40, lot# va0mlnr, implanted: (B)(6) 2014, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3387s-40, lot# va0mlnr, implanted: (B)(6) 2014, product type: lead; product ID 3387s-40, lot# va0mlnr, implanted: (B)(6) 2014, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported that there was an infection. The action required as a result was hospitalization. No diagnostic testing or troubleshooting was performed. The patient had presented to the emergency room two to three weeks prior to the date of this report for an infection that was located where the leads and extensions were connected in the head. The patient was admitted to the hospital and administered intravenous (IV) antibiotics. The patient had then gone to the operating room for irrigation and debridement. A culture was taken and it was verified serratia. The patient was administered more IV antibiotics and two weeks of oral antibiotics. The patient was seen the week prior to the date of this report and there was still pus in the area. The patient was going to be seen the day following the date of this report to decide the next treatment step. The patient was alive with no injury. The patient had a fever. The patient¿s infection was under control and the patient had the flu. No outcome was provided. Further follow-up is being conducted. If additional information is received, a supplemental report will be submitted.

Event description:
It was reported that the deep brain stimulator was taken out on (B)(6) 2014 due to a hospital acquired infection, cirasia.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3387s-40, lot# va0mlnr, implanted: (B)(6) 2014, product type: lead. Product ID 3387s-40, lot# va0mlnr, implanted: (B)(6) 2014, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3387s-40, lot# va0mlnr, implanted: (B)(6) 2014, product type: lead. Product ID 3387s-40, lot# va0mlnr, implanted: (B)(6) 2014, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension.

Event description:
Additional information received reported the patient was on IV antibiotics for 6 weeks after the removal and was seeing the healthcare professional on (B)(6) 2014. It was noted both sides were completely removed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the patient no longer had the device implanted. The patient¿s device got a ¿hospital acquired infection¿ and the implantable neurostimulator (ins) and leads had to be removed. It was stated the deep brain stimulator (dbs) worked beautifully for the patient, but only had it in a month and then was removed due to the infection. It was noted that the steps taken to resolve the reported issue was total system explant.

Event description:
Additional information received reported the patient was following up with infectious disease healthcare professional at the end of (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3387s-40, lot# va0mlnr, implanted: (B)(6) 2014, product type: lead. Product ID 3387s-40, lot# va0mlnr, implanted: (B)(6) 2014, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3387s-40, lot# va0mlnr, implanted: (B)(6) 2014, product type: lead. Product ID 3387s-40, lot# va0mlnr, implanted: (B)(6) 2014, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension.

Event description:
Additional information received reported the infection had cleared per healthcare professional. Re-implantation was to be considered in 3-6 months from (B)(6) prior to the date of this report.

Event description:
Additional information received reported the patient was still receiving intravenous vancomycin and oral cipro. The patient¿s entire system was removed on 2014 (B)(6).